Manufacturer narrative:
Additional information: d6a.- "07/09/2025" should be added. D6b. "07/16/2025" should be added. Claim# (B)(4).

Manufacturer narrative:
H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6: health effect- clinical code: 4581- pupil block. H6: health effect- impact code: 4625-yag was performed. H11: manufacturer narrative: pupillary block, additional yag iridotomy, iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, elevated iop with pupil block and yag was performed. In a separate surgery the lens was explanted and the problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).